Event description:
It was reported to philips healthcare a pacer malfunction error on the heartstart mrx. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.